Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death of the patient from parkinson disease and patient's wife is requesting a return label be mailed to return her husband's unit for the els. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.